Manufacturer narrative:
Insulin pump failed to power up after installing the battery due to corroded battery tube compartment noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had failed battery alert. The customer¿s blood glucose level was 121 mg/dl. The customer also stated that battery compartment of the insulin pump was corroded. The customer was assisted with the troubleshooting. The customer was instructed to check the contacts on the battery cap for damage. The customer stated that contacts were not missing or damaged. Customer was advised that the insulin pump will needed to be replaced and revert to the back up plan. The insulin pump will be returned for the analysis.